Event description:
It was reported that patient experienced difficulty charging of the implantable pulse generator (ipg) and high impedances of the leads. The patient underwent a spinal cord stimulator (scs) revision wherein everything was replaced. The revision was successful, and patient is doing well postoperatively. The explanted devices will not be returned due to facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the past few years. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6); product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6); product family: scs-linear leads, upn: scs-lead fixation, model: sc-4318, batch: 23182471.